Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end. There was fragmentation of the insulation and the internal conductor wire were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken, as the instrument passed the electrical continuity test and showed low energy on cauterizing tests. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additionally, the instrument was also found to have a frayed grip cable at the distal clevis. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during cauterization, the maryland bipolar forceps malfunctioned due to a broken steel cable. A different pair of forceps was used to perform the procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.